Event description:
It was reported that during an appendectomy procedure, the stapler would not fire and did not have power even with the battery inserted. The battery was removed and reinserted as a troubleshooting measure still with no power to the stapler. There was a 5 minute delay, but a new stapler was used to complete the case with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2024. D4: batch # 620c65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and home button was pressed, and the knife returned to the home position as expected the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event log showed that the firing trigger was pressed briefly, and then the device was opened. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 620c65, and no non-conformances were identified.